Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose was too high to read at the time of the event. The customer stated that the event was caused by gastroparesis and was not related to the insulin pump. Nothing further was reported.